Manufacturer narrative:
The returned device was evaluated. There was no failure mode detected. The complaint is not confirmed. Reference reports 3012447612-2020-00060 and 3012447612-2020-00283.

Event description:
It was reported that during the procedure, three set screws stripped off during the final torquing step. They were removed and replaced with alternates to complete the case. There was a greater than 30 minute delay but no reported patient harm. This is report three of three for this event.